Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be the mobile device updated os version which closed the app. No injury or medical intervention was reported.